Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating / pain") in a 29-year-old female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section in (B)(6) 2009 and dyspareunia. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included bloating since october 2015, diarrhea since (B)(6) 2015, dizziness since (B)(6) 2016, menorrhagia, dyspnea, nausea, swelling nos, constipation and body mass index normal. Concomitant products included benzoyl peroxide from (B)(6) 2012 to (B)(6) 2012, clindamycin from (B)(6) 2012, drospirenone w/ethinylestradiol (yaz) since 2011, naproxen and phentermine (adipex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 9 months 31 days after insertion of essure, the patient experienced dysmenorrhoea ("severe back pain, during menstruation / dysmenorrhea (cramping) / menstrual pain."), menorrhagia ("severely heavy bleeding, during menstruation/ prolonged menses / abnormal bleeding (menorrhagia)"), the first episode of menstrual disorder ("irregular menses/ blood clotting during menstrual cycles/abnormal periods"), mood swings ("mood swings"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches, during menstruation / migraines"), fatigue ("chronic fatigue / fatigue"), weight increased ("weight gain / weight gain"), anxiety ("anxiety /psychological or psychiatric problems condition: anxiety"), depression ("depression / psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), headache ("headaches"), weight decreased ("weight loss"), dysgeusia ("metallic taste in mouth"), the first episode of pain ("sore"), breast swelling ("enlarged breasts") and the first episode of increased tendency to bruise ("easy bruising"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the second episode of menstrual disorder ("blood clotting during menstrual cycles / abnormal periods."). In 2011, the patient experienced abdominal pain lower ("severe lower abdominal pain even when not menstruating/ cramping on left side of abdomen, even when not menstruating"), back pain ("moderate back pain, when not menstruating"), arthralgia ("severe pain in both hips"), musculoskeletal discomfort ("severe pressure in both hips"), the second episode of increased tendency to bruise ("bruised easily / easy bruising"), rash ("rashes on left side of face / breakouts on chins"), pruritus ("itching on left side of face / itching on facial area") and acne ("facial acne"). On an unknown date, the patient experienced female sexual dysfunction ("fear of sexual activity"), dry skin ("rashes or skin conditions type: dry skin on cheeks"), the second episode of pain ("sore"), breast enlargement ("enlarged breasts"), dizziness ("dizziness"), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), uterine pain ("uterus pain") and asthenia ("lack of energy"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, arthralgia, musculoskeletal discomfort, mood swings, the last episode of increased tendency to bruise, dyspareunia, migraine, rash, pruritus, acne, fatigue, weight increased, anxiety and depression was resolving, the back pain and abdominal pain had resolved and the vaginal haemorrhage, female sexual dysfunction, dry skin, headache, weight decreased, dysgeusia, the last episode of pain, breast enlargement, dizziness, the last episode of menstrual disorder, pain in extremity, uterine pain, asthenia and breast swelling outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, anxiety, arthralgia, asthenia, back pain, breast enlargement, breast swelling, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, musculoskeletal discomfort, pain in extremity, pelvic pain, pruritus, rash, uterine pain, vaginal haemorrhage, weight decreased, weight increased, the first episode of increased tendency to bruise, the first episode of menstrual disorder, the first episode of pain, the second episode of increased tendency to bruise, the second episode of menstrual disorder and the second episode of pain to be related to essure. The reporter commented: during the insertion procedure, the essure was placed on the right with four coils showing and the second is placed on the left with five coils. Patient was taken to the recovery room in stable condition. Patient states that symptoms mostly resolved although some remain. The findings of bilaterial salpingectomy were: normal tubes, ovaries and uterus. Bilateral inner coil with springs of essure removed. Specimen removed: bilateral fallopian tubes with essure coils permanent. Since patient's removal surgery, her symptoms had mostly resolved, though some remain. Current weight 130lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in 2010: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain lower, dysmenorrhea, and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: plaintiff fact sheet received. Events per pfs: sore, enlarged breasts, easy bruising. Quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating / pain") in a 29-year-old female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section in (B)(6) 2009 and dyspareunia. Concurrent conditions included bloating since (B)(6) 2015, diarrhea since (B)(6) 2015, dizziness since (B)(6) 2016, menorrhagia, dyspnea, nausea, swelling nos, constipation and body mass index normal. Concomitant products included naproxen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 9 months 31 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe back pain, during menstruation / dysmenorrhea (cramping) / menstrual pain."), menorrhagia ("severely heavy bleeding, during menstruation/ prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches, during menstruation / migraines"), fatigue ("chronic fatigue / fatigue"), weight increased ("weight gain / weight gain"), anxiety ("anxiety /psychological or psychiatric problems condition: anxiety"), depression ("depression / psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), headache ("headaches") and weight decreased ("weight loss"). In 2011, the patient experienced abdominal pain lower ("severe lower abdominal pain even when not menstruating/ cramping on left side of abdomen, even when not menstruating"), back pain ("moderate back pain, when not menstruating"), menstruation irregular ("irregular menses"), arthralgia ("severe pain in both hips"), musculoskeletal discomfort ("severe pressure in both hips"), mood swings ("mood swings"), increased tendency to bruise ("bruised easily / easy bruising"), rash ("rashes on left side of face / breakouts on chins"), pruritus ("itching on left side of face / itching on facial area") and acne ("facial acne"). On an unknown date, the patient experienced sexual dysfunction ("fear of sexual activity"), dry skin ("rashes or skin conditions type: dry skin on cheeks"), dysgeusia ("metallic taste in mouth"), pain ("sore"), breast enlargement ("enlarged breasts"), dizziness ("dizziness"), menstrual disorder ("blood clotting during menstrual cycles / abnormal periods."), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), uterine pain ("uterus pain") and asthenia ("lack of energy"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, menstruation irregular, arthralgia, musculoskeletal discomfort, mood swings, increased tendency to bruise, dyspareunia, migraine, rash, pruritus, acne, fatigue, weight increased, anxiety and depression was resolving and the vaginal haemorrhage, sexual dysfunction, dry skin, headache, weight decreased, dysgeusia, pain, breast enlargement, dizziness, menstrual disorder, abdominal pain, pain in extremity, uterine pain and asthenia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, anxiety, arthralgia, asthenia, back pain, breast enlargement, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, increased tendency to bruise, sexual dysfunction, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood swings, musculoskeletal discomfort, pain, pain in extremity, pelvic pain, pruritus, rash, uterine pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: during the insertion procedure, the essure was placed on the right with four coils showing and the second is placed on the left with five coils. Patient was taken to the recovery room in stable condition. Patient states that symptoms mostly resolved although some remain. The findings of bilaterial salpingectomy were: normal tubes, ovaries and uterus. Bilateral inner coil with springs of essure removed. Specimen removed: bilateral fallopian tubes with essure coils permanent. Since patient's removal surgery, her symptoms had mostly resolved, though some remain. Current weight is 130lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in 2010: confirming full occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain lower, dysmenorrhea and fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding(vaginal), fear of sexual activity, rashes or skin conditions type: dry skin on cheeks, migraines, headaches, weight loss, metallic taste in mouth, sore, enlarged breasts, dizziness, blood clotting during menstrual cycles, abdominal pain, leg pain, uterus pain, lack of energy", reporter, lot number, patient information added from pfs. On 27-feb-2018: no new information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain even when not menstruating/ cramping on left side of abdomen, even when not menstruating"), dysmenorrhoea ("severe back pain, during menstruation"), back pain ("moderate back pain, when not menstruating"), menorrhagia ("severely heavy bleeding, during menstruation/ prolonged menses"), menstruation irregular ("irregular menses"), arthralgia ("severe pain in both hips"), musculoskeletal discomfort ("severe pressure in both hips"), mood swings ("mood swings"), increased tendency to bruise ("bruised easily"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches, during menstruation"), rash ("rashes on left side of face"), pruritus ("itching on left side of face"), acne ("facial acne"), fatigue ("chronic fatigue"), weight increased ("weight gain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, menorrhagia, menstruation irregular, arthralgia, musculoskeletal discomfort, mood swings, increased tendency to bruise, dyspareunia, migraine, rash, pruritus, acne, fatigue, weight increased, anxiety and depression was resolving. The reporter considered abdominal pain lower, acne, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, increased tendency to bruise, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal discomfort, pelvic pain, pruritus, rash and weight increased to be related to essure. The reporter commented: since patient's removal surgery, her symptoms had mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.